Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueisprint fidelisimplantable tachy lead. It was reported the pace/sense portion of the lead was capped, due to high threshold. A pre-existing lead was reused for pace/sense, and the high voltage portion remains in use. No patient complications were reported as a result of this event. No conclusion can be drawn. Device remains activated, high threshold.

Event description:
It was reported the pace/sense portion of the lead was capped due to high threshold. A pre-existing lead was reused for pace/sense, and the high voltage portion remains in use. No patient complications were reported as a result of this event.